Event description:
The colostomy has been reversed. Operative report attached.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Corrected data: on initial medwatch, date sent should be (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a sigmoid resection, proximal rectum procedure, the device was placed in the patient and dialed down between the middle and the end of the firing range. The nurse fired the device and was not sure if she heard the crunch. The surgeon stepped out from behind the da vinci board and fired the device again. The crunch was heard. They removed the device without any difficulty. The donuts were perfect. A leak test was performed and there were no leaks. At some unknown point in time after the procedure, the patient presented with complications. The patient was taken back into the o.r. And it was found that the anastomosis fell apart. Some of the staples were almost straight and some were bent. The surgeon performed a temporary colostomy. The patient is currently stable. The device was discarded.

Manufacturer narrative:
(B)(4). (Tachycardia), (body temperature elevated) and (repeated surgical procedure). Photo review - additional information: initial surgery: (B)(6) lap sigmoid. Patient was in ICU. Demonstrating temperature, tachycardia, signs of infection and difficulty breathing. (B)(6) exploratory lap. Anastomosis was intact. No signs of a leak. (B)(6) gastrografin enema to detect anastomotic leak. (B)(6) exploratory lap, colostomy. The anastomosis easily came apart and the surgeon has the staples to show the family & patients. Patient has temporary colostomy. Not sure when the follow up surgery will be. What was the product code of the circular stapler? Cdh29. Do you have a lot or batch number from the device? No. How many hours/days post-operatively did the patient begin experiencing issues? 2 days later had first follow up surgery. Never left ICU. How long post-operatively was the patient returned to the or? 2 days for first procedure. During the reoperation, what was the location of the malformed staples, 12 o'clock, 3 o'clock, etc.? Unknown. During the reoperation, how did the surgeon repair the staple line? Temporary colostomy. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Unknown. What were the patient¿s pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Unknown. Was another stapling device involved? (I.e. Tl, tx, etc.) Unknown. Surgeon usually utilizes echelon flex and recently switched to echelon flex powered. What is the age and sex of the patient? Male. What is the timeline for reversing the colostomy? Unknown. Is an x-ray, video or pathology specimen and/or report available? No. Was the procedure done open/laparoscopically? Yes. What device was used for the proximal and distal transaction? Unknown. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) usually does triple staple. Was the spike of the trocar inserted lateral or through the staple line? Unknown. Have noticed that in certain cases it is directly lateral to the staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Touch. When the device was fired, where was the indicator within the green zone/gap setting scale? Yes. It may have almost been dialed completely down was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unknown if end-to-end or end-to-side. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Nurse fired the stapler and she was not sure if she heard a crunch. The surgeon then came over and fired a second time until he heard the crunch were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. Was there any difficulty removing the device from the tissue? Unknown. I notice that the surgeon/nurses many times do two full turns. Have been in-servicing to do ½- ¾ turns only. Is a pathology specimen and/or report available? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Air leak test. Did the operation change significantly as a result of the device issue? Not first operation. What is the patient's age and sex? Male. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Yes the nurse in the room. Was there a recent conversion to ees devices in this account or with this surgeon? No. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted. Ees field quality engineer reviewed two staple formation photographs with the following observations, conclusion and comments. Observations: both pictures provided a view of the same staples. The staple forms observed were all partially formed where staple legs just touched the anvil and started to achieve the first bend. This shape is typical of the staple form that would be seen when the firing stroke was not completed. There were a couple of staples, based on the way their legs were bent, that have the appearance of staples that were compressed more than once. The nine staples in the pictures were assumed to be a representative sample of all the staples. Conclusion: based on the photographic evidence, it is the opinion of the fqe that the staple forms observed were the result of an incomplete firing stroke. Comments: per the event description and notes, the surgeon stepped out from behind the davinci to fire the cdh29, because the nurse stated she did not think she completely fired the device. Firing the device a second time does not mean that you will achieve proper staple form. Once the firing trigger is released, the drivers and knife pull back into the device. Once the drivers lose contact with the staple crowns, the chances of them re-contacting in proper alignment is very slim. So, the staple form achieved in the first firing is probably the form you will end up with after a second firing. You may improve a couple of staple forms but most likely you will get staples that appear to be flattened with no controlled form. Firing the device a second time should never be done. When you fire the device, the knife blade is extended and can damage the anastomosis previously created. After the initial firing, the tissue will move slightly since the cut has relieved some tissue stress/tension. Hence the knife now can hit a different area of tissue sometimes even cutting some of the staple rings.